Event description:
On (B)(6) 2025, I experienced my 3rd ineffective g7 sensor in 3 months. I filled out online complaints to dexcom's help desk for the 1st two, but never received replacements as promised. On (B)(6) 2025, after experiencing my 3rd sensor failure I called their technical service desk to voice my frustration with the product and lack of follow up from dexcom. I was assured that 3 replacement sensors would be shipped to me as compensation for the 3 defective ones. It is (B)(6) 2025 and I have yet to receive a single replacement g7. And was forced to go back to test strips and not use my closed loop system with my tslim pull as I couldn't fill a new trx(total prescriptions) due to the fact that the sensors failed before their 10 day recommended usage periods. I have tried multiple times to follow up and either aid endlessly on hold or request a follow up phone call that is never returned. Reference reports: mw5169703, mw5169705.